Event description:
The customer reported that the needle cover does not line up with the lock and when you close it you get blood splatter. You have to manually push the needle so the cover will close, taking a chance on getting stuck with the needle. No information was received regarding any serious injury as a result of this product malfunction.